Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the right ventricular (rv) pacing impedance spiked from around 500 ohms to 1371 ohms. Testing was performed in the office, and most of the impedances were in the 500 ohms range. One impedance of around 1906 ohms was observed during pocket manipulation. The threshold measurements were consistent around 1.0 v. The rv lead will remain programmed bipolar pace/sense and the patient will continue to be monitored. This pacemaker and competitor rv lead remain in service. No adverse patient effects were reported.